Manufacturer narrative:
This is one of two reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs) during a tavr procedure with a 29mm sapien 3 ultra resilia valve, the 29mm commander balloon ruptured during deployment. The heart team attempted to retrieve the commander system with ruptured balloon into the 16fr esheath without success. The heart team made the decision to pull the commander system and esheath as one unit to the femoral head and had the vascular surgeon perform a cut down on the vessel and remove the commander and esheath and repair the vessel. The patient was transferred to the floor in stable condition. The heart team suspected the balloon rupture was causes by calcified stj. A photo provided for review showed fully circumferential inflation balloon burst at proximal balloon shoulder, with portion of inflation balloon separated. Distal balloon wings flared and remains of distal balloon shoulder umbrellaed over nose tip, with mild stretching on distal end of balloon spring. Per additional information received from the fcs, all the pieces of the balloon were accounted for and the c-marker was present. Post angiogram of the vessel showed no damage and great run off below the femoral. Patient had strong dorsalis pedis and posterior pulse.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Per evaluation of the returned device, a longitudinal and radial balloon burst was confirmed, and a piece of the balloon was separated. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery provided, showed calcification in the landing zone. In this case, balloon burst was confirmed based on the evaluation of the returned device. Available information suggests calcification likely contributed to the event as the imagery shows calcification present in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaints for withdrawal difficulty and subsequent vascular injury and balloon separation were confirmed based on evaluation of the returned device. Available information suggests withdrawal of burst balloon likely contributed to the event as evident of damage found on the sheath and balloon component separation supports the customer experience of withdrawal difficulty. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. Additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.